Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient's urine color became suggestive of hemolysis. The patient also developed intermittent ectopy and additional right ventricular failure. It was reported that care was withdrawn. Clinical review: a 79-year-old male was admitted with a myocardial infarction and rapidly deteriorated into cardiogenic shock and cardiac arrest. Following resuscitation, the patient was taken to the catheterization laboratory for insertion of an impella cp and coronary reperfusion therapy. On the intensive care ward, urine color became suggestive of hemolysis. The patient also developed intermittent ectopy and additional right ventricular failure. Due to the poor prognosis, care was withdrawn and the patient expired after two days of support.